Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an end of life (eol) indicator due to a charge time of 42 seconds was thus explanted and replaced. The monitoring voltage measurement was reported to be 2.61 volts. The representative has specifically requested that the analysis results be forwarded directly to him so that he may communicate them to the physician.